Event description:
It was reported that a revision surgery was performed because lag and compression screws migrated medially through the nail and into the patients pelvis.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. A lab analysis indicated burnishing of the nail and screws is caused by motion or rotation in vivo or during insertion/removal. A functional test was performed and the lag screw can only translate medially due to clockwise rotation of compression screw. The exact cause of this potential rotation is unknown. It can be caused by a number of factors, including but not limited to interaction with soft tissues. Based on the analysis conducted, the exact cause of the reported failure was not able to be determined. No material or manufacturing deviations were observed in this investigation. A clinical analysis indicated that based on the analysis conducted, the exact cause of the reported device failure was not able to be determined; however no material or manufacturing deviations were observed. Due to insufficient relevant supporting clinical documentation, further assessment is not able to be performed. The current condition of the patient remains unknown. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed part did not reveal additional complaints for the listed batches. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.